Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 7f sheath prior to a percutaneous endovascular aneurysm repair (pevar) procedure. The sheath was upsized to 12f and the pevar procedure was completed. Hemostasis was achieved with replaced sutures of two proglide devices. Reportedly, in the recovery room it was noted that the patient had a cold leg. The patient was taken to surgery where a common femoral endarterectomy and thrombolysis was performed. The physician thinks that the proglide suture went through both walls of the artery and closed the vessel. Reportedly, the patient now has a black toe and will need further intervention. It was reported that the physician is trained in the use of the proglide device and in the large hole procedure. No additional information was provided.